Event description:
The patient reported: I have done four sets of impressions, and you've made three sets of aligners for me. Unfortunately, we were never able to get the fit right to move my lower front tooth. There were always large air gaps. As shown in the attached photos taken by my new orthodontist in january of this year, the tooth is still in its original position. Additionally, my other teeth have moved just enough to create gaps between them. A letter of recommendation from my dental care provider was provided to cease treatment. Customer service team issued a refund after the letter of recommendation explained that treatment must be discontinued.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.